Event description:
It was reported that this right ventricular (rv) lead exhibited high shock lead impedances out of range. Technical services (ts) discussed recommendation of considering doing commanded shock to test ability to charge and deliver with open circuit fault and raise the upper limit value. The increase is suspected due to calcification. Per field representative, the defibrillation threshold (dft) test was not performed. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this rv lead presented a gradual rise of the shock lead impedances, to out of range measurements. The rv lead was recommended to be explanted and replaced. At this time, this rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the cardiac resynchronization therapy defibrillator (crt-d) interrogation revealed a code 1005, indicative of an open circuit condition during shock delivery. Additionally, it was noted that 17 shocks were delivered for atrial fibrillation (af) with rapid ventricular response (rvr). The first shock put patient into ventricular fibrillation (vf) and the shocks were unsuccessful to convert until committed shock converted rhythm. The patient is now intubated in the intensive care unit, and the plan is to replace this rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock lead impedances out of range. Technical services (ts) discussed recommendation of considering doing commanded shock to test ability to charge and deliver with open circuit fault and raise the upper limit value. The increase is suspected due to calcification. Per field representative, the defibrillation threshold (dft) test was not performed. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this rv lead presented a gradual rise of the shock lead impedances, to out of range measurements. The rv lead was recommended to be explanted and replaced. At this time, this rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock lead impedances out of range. Technical services (ts) discussed recommendation of considering doing commanded shock to test ability to charge and deliver with open circuit fault and raise the upper limit value. The increase is suspected due to calcification. Per field representative, the defibrillation threshold (dft) test was not performed. This rv lead remains in service. No adverse patient effects were reported.